Manufacturer narrative:
(B)(6), follow-up emdr for device evaluation: two photos sample were received by our quality team for investigation. Upon visual inspection of the photo sample, it was observed that the sealed package of jamshidi contains the needle, the extractor and the luer lock adaptor. White label is attached on top of the product information label. The label indicated in the description of the complaint is not required to be affixed to the units at the manufacturing plant. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001329661 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The missing labels are attached at the dc not at the manufacturing plant. Based on the quality team's investigation, a probable root cause for the reported failure mode could not be established. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Event description:
This is a report about missing legally required label on package. The customer reported that there was no legally required label on one package, which was delivered from the products being in stock at the distribution¿s side. The legally required label has been affixed to the shelf carton. Bdj is legally required as an mah to affix the label not on the package but on the shelf carton. Per email, the customer reported a label usually adhered to individual package is missing. Tough the label is not legally required and legally required label needs to be adhered to shelf carton. The customer reported the label was adhered to shelf carton correctly. Therefore the issue is about a label adhered to individual package in japan was missing. On 10/14/2021 per email : bdj received 1 unopened product and confirmed that the japanese label is not affixed to the individual package. Please refer to attached photo. The actual sample won't be sent because it is a defect due to domestic work.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
This is a report about missing legally required label on package. The customer reported that there was no legally required label on one package, which was delivered from the products being in stock at the distributions side. The legally required label has been affixed to the shelf carton. Bdj is legally required as an mah to affix the label not on the package but on the shelf carton. Per email, the customer reported a label usually adhered to individual package is missing. Tough the label is not legally required and legally required label needs to be adhered to shelf carton. The customer reported the label was adhered to shelf carton correctly. Therefore the issue is about a label adhered to individual package in (B)(4) was missing.